Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient's infusion set leaking at site. The blood glucose level of the patient was 380 mg/dl. Also, infusion set used for day and a half. The patient replaced the infusion set and insulin was resumed successfully. No further information was available